Event description:
It was reported that the "screws were loose" on the device and the connection had to be readjusted the day after implant. Later the device had a patient alert and the physician said this connection problem will continue if the patient continues to always touch the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.